Manufacturer narrative:
The reported issue was addressed with phone support. An isi technical support engineer (tse) was contacted by the customer, and the site confirmed that the reported issue was resolved after using a spare endoscope of the same kind. No site visit was conducted. The system was working properly, and no additional action was required. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance and by the fse when inspecting the system onsite. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for an other thoracic procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the surgical procedure was delayed by greater than 30 minutes with a total operative time of 379 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted other thoracic surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was video interference when using monopolar energy. Caller also reports recoverable faults at the same time. Caller reports this was when they were using the endoscope before docking and the cautery pencil. Prior to calling, caller had reseated endoscope in the endoscope controller (ec) and now surgeon was docked and issue persisting with erbe energy. Error 45312 and other video errors on endoscope serial number (B)(4) confirmed in the logs. The surgeon came on phone and stated when issue occurs there was a full loss of vision where he can not see. Tse recommended to replace the endoscope. The surgeon called for a replacement endoscope and handed phone to the or staff. Customer replaced the endoscope and issue resolved. Tse recommends customer aex the endoscope serial number (B)(4). The customer is proceeding with the case. No field service engineer (fse) action required. A spare endoscope was used, and the procedure was completed with a greater than 30 minute delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in section h10. Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint of ¿camera picture gets disturbed and shows colorful lines on the screen¿ but it was not replicated. The endoscope was found with loose desiccant balls. The probable root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.